Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after withdrawing a 7f exoseal vascular closure device (vcd) from the body, the indicator window did not change color. Hemostasis was achieved via manual compression for 30 minutes. There were no reported injuries to the patient. This was during an interventional procedure in which a retrograde approach was used. The patient¿s body mass index (bmi) was not greater than 40. The physician was certified in the use of the exoseal vcd. No visible damage was observed on the device or its packaging before use. One exoseal device was used in this case with an 8f non-cordis sheath. The femoral artery site was assessed as suitable on angiography, including appropriate insertion angle, and the vessel diameter was confirmed to be =5 mm. There was no visible calcium, plaque, stent, or significant stenosis (>50%) at or near the puncture site. The site had not been closed using any closure device or manual compression within the past 30 days, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm prior to use. No difficulty occurred when connecting the sheath introducer to the exoseal vcd. The indicator wire cowling locked properly with an audible click, pulsatile flow was observed from the bleed-back indicator, and both the vcd and sheath introducer were retracted together until bleed-back slowed or stopped. The physician did not place a thumb on the plug deployment button during retraction. No red color appeared in the indicator window during retraction. Upon device removal, the indicator wire loop was deployed and visible. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, after withdrawing a 7f exoseal vascular closure device (vcd) from the body, the indicator window did not change color. Hemostasis was achieved via manual compression for 30 minutes. There were no reported injuries to the patient. This was during an interventional procedure in which a retrograde approach was used. The patient¿s body mass index (bmi) was not greater than 40. The physician was certified in the use of the exoseal vcd. No visible damage was observed on the device or its packaging before use. One exoseal device was used in this case with an 8f non-cordis sheath. The femoral artery site was assessed as suitable on angiography, including appropriate insertion angle, and the vessel diameter was confirmed to be =5 mm. There was no visible calcium, plaque, stent, or significant stenosis (>50%) at or near the puncture site. The site had not been closed using any closure device or manual compression within the past 30 days, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm prior to use. No difficulty occurred when connecting the sheath introducer to the exoseal vcd. The indicator wire cowling locked properly with an audible click, pulsatile flow was observed from the bleed-back indicator, and both the vcd and sheath introducer were retracted together until bleed-back slowed or stopped. The physician did not place a thumb on the plug deployment button during retraction. No red color appeared in the indicator window during retraction. Upon device removal, the indicator wire loop was deployed and visible. One non-sterile vascular closure device 7f ¿ us involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received pressed, while the guard was locked. The plug was deployed, and the indicator wire was found retracted. A kinked/bent condition was observed on the delivery shaft located approximately at 13.2 cm from the distal tip. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis a presence of dried blood residues along the lumen of the delivery shaft was observed. The functional deployment simulation evaluation could not be performed, as the unit was received fully deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected area to verify the outer diameter. The results were found to be within specification. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the window was received in full transition and the device was fully deployed. Additionally, one kink/bent section was observed on the delivery shaft. The exact cause of the observed condition could not be conclusively determined during analysis since the condition of the returned device did not match the event reported, as it was received with the window in the black/white/red state. Based on the information available for review, and product analysis, user-related factors (user error) such as the 8f sheath which was reported to be used with a 7f exoseal device may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. The indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.